Manufacturer narrative:
(B)(4). The complaint device is currently en route to the manufacturer for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint device has been returned to the manufacturer for evaluation. The complaint device was visually inspected and analysed. Attempts to obtain further information and clarification from the hospital have been unsuccessful. Results: the visual inspection confirmed the tip of the complaint gas inlet adaptor to be smooth and deformed. Without further clarification and detailed information we are unable to determine the root cause. The 900rd101 gas inlet adaptor is used with the rd900 neopuff resuscitator. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. The neopuff user instructions state that the user should check the pressure settings "prior to every use of the neopuff". It should be noted that this is the only complaint of this type that we have received in the past 3 years.

Event description:
A hospital in (B)(6) alleged that they were unable to successfully use the neopuff resuscitator to treat a baby with distressed breathing, and that the baby was subsequently intubated with a babylog 8000 ventilator. The hospital reported that, in tests performed after the alleged incident, the gas feed line did not fit properly on the connectors and disconnected from the "y connection, while the surface of the gas inlet connector was alleged to be smooth in appearance and the connector "blocked".

Event description:
A hospital in (B)(6) alleged that they were unable to successfully use the neopuff resuscitator to treat a baby with distressed breathing, and that the baby was subsequently intubated with a babylog 8000 ventilator. No further patient consequence was reported. The hospital reported that, in tests performed after the alleged incident, the gas feed line did not fit properly on the connectors and disconnected from the "y connection,' while the surface of the gas inlet connector was reportedly to be smooth in appearance and the connector "blocked".